Event description:
It was reported that the insulin pump was not delivering the insulin accurately. It was stated that the caller was instructed to deliver 1.0 unit of insulin, but the customer's blood glucose was still high. Then the caller was instructed to deliver 3.0 units, and the customer's glucose level was dropping. It was stated that the father suspected there may be a problem with the accuracy or with the motor of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.